Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during appendectomy, the stapler fired but the staple could not form completely. The surgeon changed reload with another new one to complete the case. There was no patient injury.